Event description:
It was reported that thresholds on this right ventricular (rv) lead had been slowly increasing. No adverse patient effects were reported. The rv lead and associated pulse generator remain in service. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).